Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('auto immune disorder') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿pelvic pain, autoimmune disorder". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto immune disorder") and arthralgia ("joint pain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿pelvic pain, autoimmune disorder". Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New events joint pain was added. Concomitant drug, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto immune disorder"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿pelvic pain, autoimmune disorder". Most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf codes based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.